Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely this event was caused by one of the following: physical stress from rubbing or hitting the insertion section, chemical stress from incorrect reprocessing, and/or an improper storage environment. The following information from the instructions for use (IFU) pertains to this event: "important information please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." "1.4 precautions: olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found." "The storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer allegation was confirmed was confirmed. It was noted that due to pinching on bending section cover, deformation of the control unit and electrical connector, the water tightness is lost. There was no electrical continuity due to damage on distal end. Due to deformation of distal end, the specified resolving power was not obtained. Due to damage on charge coupled device unit, the image had roughness and foggy image occurred. The light guide lens was corroded. Distal end was shaved. Adhesive on bending section cover was detached. The bending section cover had discoloration. Connecting tube had a scratch. Due to wear of angle wire, bending angle in upward and downward direction does not meet the standard value. The light guide-cover glass was corroded. Image guide protector had a cut. Grip had a dent. The following parts of the scope were found to be dirty- control unit, up/down plate, angulation lever, scope connector, scope connector cover, grip, and universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The field service engineer reported to olympus on behalf of the customer, that the bronchovideoscope was inspected and it was found that there were issues with the bending tube and connecting tube. There was no report of health hazard to the patient or user of the device. The subject device was returned. An evaluation at the repair center revealed, the coating of the connecting tube was peeled off (one millimeter square or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.